Manufacturer narrative:
The device, involved in the event, was reported as not available for further testing. A review of a picture received from the customer revealed a leak at the tubing filter. No additional information is available at this time.

Event description:
It was reported that adriamycin leaked from the filter of the device an hour into the patient's infusion. The patient's clothing was reported to have been exposed to the medication leak. There was no harm to the patient reported. No additional information is available at this time.